Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2018 with a fast intrinsic heartbeat. The pacemaker was found to be in backup vvi and could not be restored due to poor telemetry. A device replacement was discussed, however, no intervention was performed.